Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastrectomy, while transecting the stomach, the device stopped and the blade was at the end of cartridge. The nurse used the manual tool to remove the cartridge from the tissue. The incision was extended and there was unanticipated tissue loss. Surgical time was extended for more than 30 minutes. The surgeon used another device and transected beside the stomach to resolve the issue.